Event description:
It has been reported to co that during the procedure, the valve of this device was noticed to be missing. The device was removed and replaced. The patient is reported to be fine. The device is not being returned, as it has been discarded by the hospital.